Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's lead had a fracture hence, it was explanted and replaced with a new one. Follow-up info was rec'd and the pt had effective stimulation post-operatively.